Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s nurse, on 05/01/2025, the patient experienced a skin reaction with itching, stinging and rash under entire patch area. The patient visited a dermatologist due to itching and rash around the area where the sensor is attached. The reaction was treated with a prescription of an oral and topical vilanoa, desalex, and myser. No photo was provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Please respond to each question individually; do not reply with ¿updated¿ or "done." Follow up with the patient and/or review the call if needed to obtain the answers. Thank you.